Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. Subsequently, this device was successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. Subsequently, this device was successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.